Manufacturer narrative:
The report of driveline fault alarms was confirmed based on the evaluation of the submitted log files; however, a specific cause for the alarms could not be conclusively determined based on the evaluation of the returned portions of the driveline. No device-related issues were identified during the investigation and no alarms were reproduced during testing. A distal end driveline replacement was performed and approximately 16 inches of the external portion/distal end of the driveline was returned for evaluation. Electrical continuity testing of the driveline revealed that all wires were electrically intact, even with manipulation of the driveline segment. Resistance testing using a micro-ohm meter found that each wire had approximately the same resistance. A few areas of minor breakdown of the metal braided shield were observed at the distal end of the driveline. Visual inspection of the underlying wires under a microscope revealed no areas of compromised wire insulation or damage to the inner conductors. The returned portion of the driveline was suspended in a saline bath for high potential testing to check for current leakage through the wire insulation, and no areas of compromised wire insulation were identified. The driveline fault alarms did not resolve following the driveline replacement and the pump was exchanged on (B)(6) 2016. Upon disassembly of the returned device, visual examination of the pump's blood-contacting surfaces, revealed no evidence of adhered depositions or thrombus formations. Electrical continuity testing of the returned portion of the driveline extending from the pump housing revealed that all wires were electrically intact, even with manipulation of the driveline segment. In addition, the returned portion of the driveline was tested for any continuity/resistance issues using a micro-ohm meter, and the results of the test did not indicate any issues with the wires. The metal braided shield of the returned portion of the driveline extending from the pump housing appeared unremarkable except for two areas of minor shield breakdown adjacent to the nipple of the pump housing and at the terminus of the pump end bend relief. Visual inspection of the underlying wires under a microscope revealed no insulation breaches or damage to the inner conductors. High potential testing identified no areas of compromised wire insulation. The device was reassembled and functionally tested under loaded conditions with the replaced distal portion of the driveline soldered to the portion of the driveline extending from the pump housing. The pump operated as intended with normal pump power consumption and pressure values comparable to the data recorded during the manufacturing process. Following hydraulic qualification testing, the pump was left to operate on the mock circulatory loop while connected to a test pocket controller. After over 2.5 days of continuous operation, no driveline fault alarms or any other notable alarms or events had occurred. The evaluation did not identify a device-related cause for the report of driveline fault alarms captured in the submitted log files; however, approximately 14 inches of the total length of the driveline was not returned for analysis and a potential issue with the wire conductors of that portion could not be determined. A review of the device history records showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing its file on this event.

Manufacturer narrative:
The patient weight was not provided. Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 2 years, 4 months. The replaced portion of the driveline and the explanted pump were received for analysis. The evaluation is not complete. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that driveline fault alarms occurred and the patient changed out the system controller at home; however, the driveline fault alarms recurred a short time later. The patient was instructed to go to the center where the alarm was cleared using the system monitor. The patient was reported to have been asymptomatic. The manufacturer¿s technical services representative reviewed the submitted log files which indicated a potential wire issue. No pump stoppage or low flow events were captured. On (B)(6) 2016 a driveline evaluation was performed by technical services. Continuity testing did not reveal any broken wires. The external portion of the driveline was replaced. After the repair, the driveline fault alarm reoccurred and evaluation of the log file indicated that there was still an issue with the same wire. The patient underwent a pump exchange on (B)(6) 2016.